Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd) and has reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed this device battery diagnostic data indicates the power consumption of this device has been steadily increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd) and has reached elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed this device battery diagnostic data indicates the power consumption of this device has been steadily increasing. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.